Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported insulin pump had rewind dysfunction. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be return for analysis.

Manufacturer narrative:
Device received with software error bad pointer alarm during rewind , problem isolated to mother board. Unable to perform any tests due to software error bad pointer alarm.